Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no irregularities that would have contributed to the field allegation. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities. The set screw functioned normally. A slight amount of body fluid contamination was noted in the lead barrel. Analysis of the device memory revealed that therapy was available at the time of explant. As confirmed from the previous stored data analysis, the battery voltage does appear to be dropping faster than normal. All telemetry operations were found to be normal with both a tablet and specialized engineering programmers. The device casing was removed and visual inspection did not identify any abnormalities. Voltage of the three battery cells were measured at 2.903 volts, 2.903 volts, and 2.894 volts respectively. Voltage across all three batteries measured 8.70 volts. All of these battery voltages were slightly lower than expected. Circuitry measurements found no evidence of high current drain. The device was interrogated with the programmer and capacitor charges were performed while monitoring the voltage of each cell, as well as the current drain of the device. No higher than normal current drains were noted. The premature depletion allegation from the field was confirmed, however, the cause of the premature depletion could not be determined. No higher than normal current drains were present during detailed analysis. All telemetry operations with the device were normal during testing and detailed analysis.

Manufacturer narrative:
(B)(4). The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on (B)(6) 2017. The fcr was unable to interrogate this device. Ts were informed that the fcr was not able to interrogate despite the use of two different programmers. The device did generate beeping tones with magnet application over the pocket site. The fcr was instructed to perform a magnet reset and then attempt to perform an interrogation again. Following magnet reset, the device was successfully interrogated. A review of the battery status found it down to 9%. There have been no recent events and no treated episodes. Ts recommended that the fcr upload stored data to assess the battery status. Uploaded stored data was reviewed by boston scientific's technical services. Reasonable evidence was showed that this device's battery has been on a steady decline for several months since (B)(6) 2016. Based on an estimate, more than 70% capacity remains; however, the voltage indicates that only 9% remains. Although the device's charge time is stable at present, the device should be explanted and replaced as there appears to be a malfunction in the device hardware. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for device replacement. The local representative reported that there was approximately 5-6% battery longevity. The device was received at boston scientific's return products department.